Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose did not come down. Customer stated that insulin pump had crack on the pump. Customer experienced high blood glucose level. Customer's blood glucose value was 22 mmol/l at the time of the incident. Another blood glucose level was 16 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pen and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The device will be returned for analysis.